Manufacturer narrative:
Revision surgery occurred to exchange the poly inserts for pt with a total knee replacement. Revision was required due to apparent laxity in the joint. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery occurred to exchange the poly inserts for patient with a total knee replacement. Revision was required due to apparent laxity in the joint.